Event description:
Subsequent to the initial MDR, additional information became available. Dexcom was made aware on 04/14/2025, that on the same day the patient experienced a skin reaction. The biosensor was inserted into the back of upper arm. Date of event is an approximation. On 04/14/2025, it was reported that the patient experienced a skin reaction and said he worked out twice over the next two days. On 04/09/2025 the sensor stopped working around noon and was removed. The puncture site area was sore. There was redness surrounding the puncture site (penny size) and upon sensor pod removal the sensor wire had been visible. Over the next 2 days he had some redness, burning and pain and monitored the area. On sunday, 04/13/2025 the pain had not subsided, and the redness and inflammation increased (size of his palm). No drainage was present. He went to urgent care where the hcp prescribed an oral antibiotic (¿sulfa something¿) for 7 days and a topical antibiotic ointment (bacitracin) for the puncture site infection. On 04/14/2025 the symptoms continued, so he consulted his primary md. The md performed an incision and drainage procedure in the office (blood and pus removed), bandaged the site, and recommended he continue the existing oral antibiotic prescription and keep the site clean and dry. On 04/15/2025 during a phone call with med safety team he stated the pain and swelling had decreased and he was improving. He had some drainage after the procedure, and the area remained sore at the time of the call. He planned to follow up with his md after completing the oral antibiotic prescription (after 04/20/2025) if symptoms worsened. Data was received but not investigated as data will not confirm the issue. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2025, that on the same day the patient experienced a skin reaction. The sensor was inserted into the back of upper arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin reaction and said he worked out twice over the next two days. On (B)(6) 2025 the sensor stopped working around noon and was removed. The puncture site area was sore. There was redness surrounding the puncture site (penny size) and upon sensor pod removal the sensor wire had been visible. Over the next 2 days he had some redness, burning and pain and monitored the area. On sunday, (B)(6) 2025 the pain had not subsided, and the redness and inflammation increased (size of his palm). No drainage was present. He went to urgent care where the hcp prescribed an oral antibiotic (¿sulfa something¿) for 7 days and a topical antibiotic ointment (bacitracin) for the puncture site infection. On (B)(6) 2025 the symptoms continued, so he consulted his primary md. The md performed an incision and drainage procedure in the office (blood and pus removed), bandaged the site, and recommended he continue the existing oral antibiotic prescription and keep the site clean and dry. On (B)(6) 2025 during a phone call with med safety team he stated the pain and swelling had decreased and he was improving. He had some drainage after the procedure, and the area remained sore at the time of the call. He planned to follow up with his md after completing the oral antibiotic prescription (after (B)(6) 2025) if symptoms worsened. No additional event or patient information is available.